Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 159mg/dl. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as the customer did not believe the occlusion was due to a site issue. Reportedly, the occlusion alarms started occurring once the pump started being worn against the skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.